Event description:
It was reported that the customer stated that they got tighten assy. During an unknown procedure. Customer used a second device to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Fep sheath the device was returned in good physical condition. The device was assembled to a hand piece and was functionally tested on the gen11 generator. During functional testing an alert screen was displayed. The device was disassembled to inspect the internal components and the sheath of the blade was missing. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. No conclusions could be reached on how the sheath of the blade was missing.